Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and was not returned for evaluation conclusion: the smart coils were returned entangled with each other and bent in multiple locations, all within one specimen bag. These return packaging conditions likely contributed to the damage observed on the smart coil pusher assemblies and were incidental to the reported complaint. The first and second smart coils had their embolization coils detached. Since the smart coils were reported as successfully removed from the procedure and there was no report of detachment, these detachments were also likely incidental, and were likely caused by the return packaging conditions. The smart coils could not be functionally tested for advancement into a demonstration microcatheter due to the observed incidental damage and, therefore, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01569, 3005168196-2017-01571.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, the physician successfully deployed and detached multiple smart coils using a non-penumbra microcatheter. The physician was then unable to advance three smart coils out of their introducer sheaths and into the hub of the microcatheter; therefore, the smart coils were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Report source. This report is associated with MFR report numbers: 3005168196-2017-01569. 3005168196-2017-01571.